Manufacturer narrative:
Product complaint #: (B)(4); (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was not received for examination, however, the x-ray images revealed implant dislocation between the cup, and glenosphere. No indication of product malfunction, or product error was noted. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was determined after testing that patient had an infection which would require a stage 1 removal of all depuy reverse shoulder implants. During the surgical case the surgeon was attempting to extract the humeral stem. After connecting to the stem with the impaction handle, he began to tap the top flange of the handle with the slotted mallet (ref. #: (B)(4); lot # so2029058) that is included in the shoulder removal instrument set. While using the poly tipped end of the mallet to do this, the poly tip sheared off and landed on the floor. The humeral stem was then removed easily without further incident. A few minutes later, during the removal of the metaglene locking screws (3 in total), as the surgeon was removing the final screw, one of the tabs on the end of the locking screwdriver (ref. #: (B)(4), lot # 5285866) broke off, and also landed on the operating room floor. Since the screw was already loose, and about to come free of the metaglene, the surgeon was able to pull it free. All implants were removed as planned without additional surgical time, or injury to the patient. Doi: (B)(6) 2018; dor: (B)(6) 2020; left shoulder.